Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital complaining of experiencing dizziness. Upon interrogation, the right ventricular lead exhibited high impedance measurements and intermittent loss of capture. The physician elected to cap and replace the lead. The patient was in stable condition post surgery.